Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was out of electrical specification and was found to cause the associated programmer to crash. As a result the cable was replaced. Concomitant medical products: product ID: 2090, programmer. (B)(4).

Event description:
It was reported that the programmer "crashed" after new software was installed and was not working. The programmer was returned for service. The radiofrequency (rf) head was also returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.